Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception, the fixation mechanism did not function as expected. The analysis evidenced the presence of blood residues within the screw housing, which likely impacted the screw movement and prevented retraction and extraction. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, and insulation between the conductors was adequate across all segments of the lead (distal, body, and proximal). Based on the available information, the insufficient extension of the screw during implantation likely resulted in inadequate myocardial contact, which is consistent with the high impedance values reported during the procedure. The presence of blood residues into the fixation mechanism likely contributed to this insufficient screw deployment. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, during a pacemaker implant, the ventricular impedance was around 1500-2000 ohms. Furthermore, the gap that should be visible when the screw is extracted was never observed during the scopy. The physician commented that when the butterfly was positioned on the connector pin, the screw was not seen extending. Finally, a new lead was used to complete the procedure.

Event description:
Reportedly, during a pacemaker implant, the ventricular impedance was around 1500-2000 ohms. Furthermore, the gap that should be visible when the screw is extracted was never observed during the scopy. The physician commented that when the butterfly was positioned on the connector pin, the screw was not seen extending. Finally, a new lead was used to complete the procedure.